Event description:
The event is reported as: improper package sealing. The reported issue was detected/reported by distributor ((B)(4)). A total of three devices were reported with this issue.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.